Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge tubing was sticky and discolored. There was no reported adverse impact to the customer's blood glucose level, as customer was training and had not yet used pump.